Manufacturer narrative:
A supplemental MDR will be filed upon completion of investigation.

Event description:
A clinic located in the u.s reported an incident where the cryogen gas rapidly dissipated burning the operator (hands, chest) and also damaging the property as the canister propelled away from the mgl laser system once the neck bushing completely separated from the canister and shot into the ceiling of the treatment room. Multiple attempts have been made to solicit additional information regarding the impact to the operator. No further information has been received. The case will be re-assessed upon receipt of new and or relevant information. The cryogen canister is an accessory utilized in the candela laser systems to cool dermis.